Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7234090.

Event description:
It was reported that the patient was getting a procedural pain from a trial procedure. The patient had a lead pull procedure. The explanted devices were not returned.